Event description:
Reprocessed live wire duo deca catheter was defective. Bend of curve should be in one plane curving back to catheter shaft. The curves was grossly off plane to the left and unusable.